Manufacturer narrative:
This report is being filed to to provide in further investigation of the event reported by the customer has determined that duplicateinformation was provided to terumo bct. The information provided in the initial report for thisevent has been determined to be information that was also reported in mdrs # (1722028-2019-00111, 1722028-2019-00227, 1722028-2019-00225, 1722028-2019-00228, 1722028-2019-00226).no event occurred for this report, therefore, there is no further information to provide. Pleasesee (1722028-2019-00111, 1722028-2019-00227, 1722028-2019-00225, 1722028-2019-00228,1722028-2019-00226) for investigation of those events.

Manufacturer narrative:
Lot number and expiry information at not available at this time. Investigation: per the customer, their standard practice is for patients to take tums the night before and morning of collection. They infuse calcium gluconate at a rate of 15mg/kg to prevent hypocalcemia, and slowly increase to a max of 30mg/kg with additional oral replacement (tums)as needed if patients are symptomatic. Per the customer, they also pause procedure during symptoms. Complete blood count (cbc), basic metabolic panel (bmp) and ionized calcium are drawn prior to procedure start. Electrolytes are replaced prior to collection start if needed. For autologous donors, they process 4 times the total blood volume (tbv); with the potential to process a max of 5x times the tbv. For allogenic donors, they process 2.6 times the total blood volume (tbv).investigation is in process. A follow up report will be provided.

Event description:
The customer reported a citrate reation during a continuous mononuclear cell (cmnc)collection on a spectra optia device. No patient information or outcome are known at this time. The idl collection set is not available for return because it was discarded by the customer.